Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to reproduce the reported issue. However, upon checking the diagnostic logs, the stm observed the reported error message, and indicated that "gas loss" is a system alarm that can be corrected by the end user. The stm then tested and performed all leak tests and no failure was observed. Full calibration, functional testing and safety checks were performed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a "gas loss" message. There was no patient harm and no adverse event was reported.